Event description:
It was reported that noise was observed on the stored egm. The noise was from the lead in the clavicular area but could not be verified. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.